Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (myocardial infarction). Evaluation conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).

Event description:
During index procedure, endeavor sprint drug-eluting stents were implanted to the rca. Approximately 31 months post index procedure, the patient underwent revascularization of the rca due to stenosis. A resolute integrity drug-eluting stent was implanted. Investigator indicated that the reported event was not related to the study device. Approximately 39 months post index, patient presented with stable angina pectoris which was treated with a revascularisation of the rca with a non-mdt stent followed by an overlapping non-med stent. This event was assessed as not related to the device. The patient suffered an mi, approximately 46.5 months post the index procedure. The investigator assessed the event as not related to the device.

Manufacturer narrative:
It is reported the patient recovered after previously reported mi.